Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. It was noted the mechanical guidewire was kinked. The sheath was then kinked, however the dilator still going though. The physician felt the wire was getting caught while retracting, requiring them to pull with excessive force removing from the sheath. To resolve the issue, the sheath was replaced. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed that it was the watchman sheath that was referred in the event description and the sheath was noted to be kinked prior to opening package or inserting into the body. The mechanical guidewire was unraveled when tried to remove from the dilator. There was no excessive force applied on the guidewire during its use and was handled normally as an introducer wire. The coil of the guidewire stretched freely. The guidewire was stuck in the dilator but it was removed forcefully.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. It was noted the mechanical guidewire was kinked. The sheath was then kinked, however the dilator still going though. The physician felt the wire was getting caught while retracting, requiring them to pull with excessive force removing from the sheath. To resolve the issue, the sheath was replaced. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed that it was the watchman sheath that was referred in the event description and the sheath was noted to be kinked prior to opening package or inserting into the body. The mechanical guidewire was unraveled when tried to remove from the dilator. There was no excessive force applied on the guidewire during its use and was handled normally as an introducer wire. The coil of the guidewire stretched freely. The guidewire was stuck in the dilator but it was removed forcefully.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.